Event description:
I found three or four twist on needles 32 g x 5 mm made by novo nordisk from lot 14b07n, that were not sharpened. I contacted novo nordisk using their on-line complaint form. It took 2-3 weeks for them to respond. That is ridiculous! In the original complaint form I told them it was a new box and some were sharp, but three or four had a blunt end (not at all detectable by the naked eye). I purchased another brand of needles while waiting for the replacement stock. No replacement were ever sent. I'll never buy their products again. The blunt needles would not penetrate the skin without considerable force and discomfort. There is no mistake about this problem. It is immediately evident even to a sleepy user. That the needles were sold should never have happened and their qc is sadly lacking to not have rejected and verified this production, run did not become accepted and sold. I reported these details in the original form and stated I kept the remainder of the needles and could send them back for their analysis. I asked them to send a replacement box. Their response after 2-3 weeks was, "do I have the box of needles cited in the complaint? I told them I did in the original complaint and requested to send them back but needed a contact and address. Their response was they would send a return authorization mailer. The first complaint was sent about june 1, 2015. I have no record of the response sent later. I have not heard anything from them and did not receive an immediate replacement. You cannot mistaken sharp from blunt needles when an attempt is made to administer an injection. It ticks me off they were so slow in responding and then never followed up. That should have happened in 24 hours. Unfortunately I mistakenly disposed of the blunt needles in a collection bottle with other used needles. It could take a while to find the blunt needles, but I still have this bottle. The ridiculous attitude by this company for addressing complaints from their customer's is not to be tolerated. Please f/u with them and verify what action did they take, what is the history of lot 14b07n, check the complaint files, have them explain why defective needles were sold and what they have done to attain zero defects. I have no more desire to interact with these [profanity].